Manufacturer narrative:
Continuation of d10: product ID 37791 lot# product type recharger product ID 37791 lot# roduct type recharger product ID fp9000l lot# product type accessory product ID wr9200 product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient were getting 376 code on the recharger. Agent emailed replacement antenna request to repair. Patient called back and stated they received the replacement antenna but are still seeing the same 376 code. Patient confirmed they switched the antennas. Patient stated their implant battery is nearly empty. Patient confirmed they have been in contact with their mdt rep. Agent reviewed transitioning from the insr to the wireless recharger. Agent sent repair request for wireless recharger.  Pt called back and said the wr charger also will not work to charge patients ins. Agent redirected to healthcare provider (hcp) /manufacturer representative (rep). The rep noted they have not spoken to the patient.